Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted into the patient. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a concurrent procedure of a cystoscopy with supraspinous ligament fixation performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, severe urinary retention resulting in catheter placement, severe urinary retention, painful urination, lower abdominal inflammation, abnormal bowel movements, rectal pain, abnormal vaginal bleeding and physical pain. It was reported that patient underwent mesh revisions on (B)(6) 2008 and on (B)(6) 2009 due to mesh erosion and then on (B)(6) 2009 underwent a paravaginal exploration with evacuation of vaginal hematoma and removal and reinsertion of mesh. No additional information was provided. (B)(4).